Event description:
Breast implant illness. First implanted saline 2006 ¿ implants were leaking and contracting ¿ explanted and reimplanted silicone in 2013. Symptoms: unexplained lymph node attack and couldn¿t walk for 3 days (hospitalized two times) , swollen lymph nodes, stage 3 kidney disease, skin cancer on breast, troubles breathing/shortness of breath (odd asthma and wheezing conditions in my diaphragm), early menopause (apx age 40), lung nodules, liver hemangiomas, hair loss, autoimmune symptoms, visual issues/constant red eyes, constant throat clearing, choking feeling, excessive fatigue ¿ sleeping 10-12 plus hours a day, cognitive dysfunction/impairment (fog brain, memory loss), thyroid and adrenal problems, weak immunity, muscle weakness, anxiety, joint pain, temperature intolerance, recurrent illness, decreased libido, mood swings, sharp pain in breasts, breast contracture, weight gain, night sweats, chills, insomnia, ringing in ears, frequent sinus infections/bronchitis, hand tingling/numbness, unusual odors emitting from my skin, back pain, shoulder blade pain, low blood pressure.